Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during a set change. The customer's blood glucose reading was 239 mg/dl at the time of incident. The customer was advised that the device would be replaced. No further details given.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to slightly loose drive support disk also, received with corroded motor home switch. The operating currents within specifications and passed self-test, a21 error test, rewind and displacement test. The insulin pump had cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.